Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion and prime tests. The pump was received stuck in motor error alarm loop during bolus basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There was no motion sensor test failure alarm during testing noted. The pump was unable to confirm motor position encoder error alarm due to erased history file.

Event description:
The customer's father reported via phone call of motor error with customer's insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer received motor position encoder error. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.